Event description:
It was reported that a malfunction alarm with code malf 24 occurred, for which the fault ID was 0x2219. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to put the pump into storage mode and return it to tandem within 10 days to avoid charges. A replacement pump was sent, and the customer was advised to program their settings and connect their cgm to the new device. The customer will use multiple daily injections as backup therapy in the meantime.